Manufacturer narrative:
Additional information to b5: during follow up, it was reported that the inner part of the main body was broken; further described as "one small piece from the main body (light blue color) broke and dropped to the floor". Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(4). Initial reporter city: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with a transfer set; further described as "transfer set unable to disconnect because the inner part of the transfer set broken which make the thread attached to patient line". This occurred during disconnection from continuous ambulatory peritoneal dialysis (capd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.